Event description:
It was reported that a 250 ml intravia container leaked from an unknown location. This occurred either during or after filling and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded by the customer. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.